Manufacturer narrative:
Conmed corporation received two (2) "unopened" packages containing the ultraclean blade electrode, 1" with extended insulation for evaluation. Visual examination of the returned packages found one (1) package with a partial seal disruption appearing as a channel in the chevron seal and one (1) package that was sealed at an angle. Both packages were forwarded to packaging engineering test lab for dye leak testing and confirmed both packages failed the leak test on (B)(6) 2015 resulting in breach of sterility. This lot was manufactured on 29-aug-2014. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the "angle seal" is due to incorrect placement of the device onto the bar sealer that is most likely related to operator error and it was missed on inspection. However, the investigation into the cause of the partial seal disruption appeared to be related to the movement of the product that most likely occurred during shipping and handling. (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, two (2) packages containing the ultraclean blade electrode, 1" with extended insulation were discovered with "insufficient heat seal". The first package exhibited a partial seal disruption in the chevron seal, and the second unit was sealed at an angle. Testing results confirmed that both packages failed the dye leak testing conducted on (B)(6) 2015. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.